Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws mfg date: the date of device manufacture is unavailable at this time. A ge healthcare service representative performed a checkout of the equipment and completed calibrations. The unit then passed all tests and was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, the unit exhibited reverse expiration value and the tidal volume compensation is locked. There was no patient involvement.